Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to a defective load cell module 2, likely attributed to a defective component, or mishandling such as drop. Upon visual inspection, no physical damage was observed on the autopulse platform. The archive data review showed occurrence of multiple ua07 error message on the reported event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The load cell characterization test revealed that the load cell 2 is defective. Load cell 2 needs to be replaced to address the ua07 error. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to a sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal use of the device. The sticky clutch plate needs deburring to address the issue. Waiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number: (B)(4).

Event description:
During device testing with manikin, the autopulse platform (serial#: (B)(4)) displayed user advisory (ua)07 ((discrepancy between load 1 and load 2 too large) upon powering on, and the lifeband would not retract to the manikin. No patient involvement.